Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed damaged on the digital chip. This was induced during the failure of analysis process. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Corrective actions were implemented. This is the final report.